Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The reported fault could not be reproduced with the transmitter. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.